Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 388312 and lot number 4144960. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, two (2) catheter products were shown with the needles through the catheter components. One (1) of the catheters appeared used and one (1) appeared unused. For the used catheter, it is worth noting that if the product was transfixed during manufacturing, it would not be possible to use the product. It is possible that the observed defects resulted from the use of the product. When performing the 360-degree rotation, it is possible that the catheter was pushed forward and during the puncture, the catheter became transfixed. It is also possible that the observed defects resulted from product assembly where a failure in the vision system allowed a transfixed catheter to pass onto the customer. A previous corrective and preventive action plan was initiated for the defect of needle through catheter and various implementations were made. However, the reported lot number was manufactured prior to the completion of these implementations. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: yesterday we received a report from a client of an incident with code 388312 insyte 22g x 1 in. Perifernal venoclysis catheter. He told us that when placing them on the patient they are blooming, this means that when inserted into the skin they break, as shown in the photo. 18 february 2025: was there any damage to the patient/healthcare professional (detail)? The patient's vein was punctured, double punctures, and at the moment of removing the catheter they came out fragmented. Can you confirm the date of occurrence of the incident? 04 and 06 february 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.